Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was shaking really bad and they wanted to know if the implant was on. It was asked if the patient had their programmer, but they said the programmer was lost. The caller did have the recharger and confirmed that the implant was off. The patient tried using the power buttons on the recharger just to confirm that they were disabled, and they were unable to turn the implant back on with the recharger. The issue was not resolved. The caller was transferred to receive another programmer. There were no further complications reported.